Manufacturer narrative:
After further investigation it was determined the incorrect product information and registration number was reported. Please refer to MFR 9610816-2022-00031.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer reported needing assistance recovering data from their philips information center ix (pic ix) after a patient expired on (B)(6) 2021.